Manufacturer narrative:
Summary: from the icr report: partial cut and staple line. Unformed staples. Could not confirm the partial firing because the reload was returned completely fired. Dlu fire shaft and clamp shaft rotate without issues using twiddle tool. Drive clips ok, no loose staples found in the dlu. Fired 2 reloads in lab without issues producing well formed staples.

Event description:
Ileostomy takedown. Dlu partially cut and stapled. There were unformed staples observed as well as a tear in the tissue. Another device was applied to reinforce the staple line.